Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient started vomiting, the patient also had a headache and was feeling lethargic, there appeared to be no issues with the cgm device as it was ¿reading fine¿ during the time. The patient didn't get any alerts as cgm values appeared to be normal, and specific cgm values were not remembered. No bg fs occurred at this time. The patient went to sleep and when awakened on (B)(6) 2026 at 4:00 am the patient continued to vomit. A family member transported the patient to the ER, she arrived approximately 8:00 am. The cgm value was 113 mg/dl and the bg fs value by the ER nurse was 420 mg/dl. Although the patient attempted to calibrate the sensor, the cgm device and insulin pump were removed by hospital staff. The patient received treatment (IV fluids and insulin) to stabilize her bg, and was discharged around 4:00 pm the same day. At discharge her bg fs value was 253 mg/dl, and she was not wearing a sensor. At the time the event was reported she felt in good condition. No other patient or event details are available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.